Manufacturer narrative:
The customer did not return any devices for evaluation. The complaint was not confirmed. Similar complaints indicated the rotator may separate at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Method: eval based off of similar devices, device history record was reviewed.

Event description:
The rotator broke during the first injection. There was no patient involvement. No harm or injury was reported. The customer reported 25 defective devices but they are not returning any for evaluation. The customer reported one rotator broke during the first injection but did not provide any information about the additional 24 devices. It is believed the additional 24 devices are the customers on-hand inventory for this lot of devices.